Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had palpitations and discomfort in their chest. A device check showed an increase in right ventricular (rv) lead thresholds. The lead was reprogrammed. Approximately three weeks later the patient presented to an outpatient department with a complaint of slight staggering. Decreased sensing and high thresholds were noted on the right ventricular (rv) lead at that device check. The patient was later admitted to the hospital due to right ventricular (rv) lead failure. The lead was reported to exhibit high thresholds and a lead fracture was suspected. Varying threshold and sensing measurements were also noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.